Event description:
Fatigue testing conducted on manufactured product after product launch on worst case components 80-4006/4525 did not pass 5 million cycle requirement at the acceptable run-out load.